Manufacturer narrative:
B5 updated; the product has been discarded. Corrected data. D1 updated/corrected. The investigation is still ongoing.

Event description:
The product was discarded.

Manufacturer narrative:
D4 revised. The investigation of the reported failure mode has been completed. No product was received for evaluation. Placement signal issue: after a cross functional review, it is thought the console is the potential cause for the placement signal issue, therefore, suggesting no defect with the pump. Please see MFR p1220648-2026-07378 for an investigation into the console. 1220648-2026-07378.

Event description:
The complainant reported that a patient was implanted with an impella cp via percutaneous right femoral artery for mechanical circulatory support. Placement signal not reliable alarm on the automated impella controller screen. During the case was reported. No patient harm was reported. The procedure was successful with this device. The patient's outcome at explant was survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.